Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
There was spontaneous random inflation of the blue part during the beginning of the procedure. The pressure set at 250, but does not exceed 150. This phenomenon was observed with tests of several other cuffs. No harm or injury to the patient or operator but a delay 16-30 minutes. An alternate device was used to complete the procedure.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The reported issue could not be duplicated. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a functional defect on the blue way. Abnormal pressure. Does not inflate to the requested value. No adverse events were reported as a result of this malfunction.